Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. Customer also reported that insulin pump was over delivering. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.